Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Infusion set was a suspected cause due to adhesive issue but could not be confirmed. Elevated bg was addressed via a correction bolus. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg. Upon follow up, the customer confirmed bg had decreased to 394mg/dl and the issue was resolved.